Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of vessel dissection is also listed as a known adverse event in the nc trek instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a left anterior descending artery (lad) interventional procedure, with pre-dilatation using a nc trek balloon dilatation catheter (bdc), there was a small dissection occurrence noted. There was no treatment done for the dissection. Another device was used to treat the planned lesion. The dissection resolved without an adverse patient sequela on (B)(6) 2013. There was no additional information provided.